Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer alleged that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased below 40 mg/dl. Reportedly, customer ¿passed out¿ due to low bg. Customer declined all follow up so treatment of bg level could not be determined and the alleged root cause could not be confirmed.